Event description:
It was reported to boston scientific corporation that a gold probe device was used during a esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the gold probe device was inserted into the patient and positioned within the esophagus. However, when the physician attempted to cauterize the tissue, the gold probe failed to deliver electrical current. The gold probe was used in conjunction with an acmi generator and an adaptor cord. The gold probe was removed from the patient, and the account reported no visible damage to the device. It is unknown if the gold probe was tested prior to inserting it into the patient. A second gold probe of the same type was used along with the same adaptor cord and generator to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the gold probe device was inserted into the patient and positioned within the esophagus. However, when the physician attempted to cauterize the tissue, the gold probe failed to deliver electrical current. The gold probe was used in conjunction with an acmi generator and an adaptor cord. The gold probe was removed from the patient, and the account reported no visible damage to the device. It is unknown if the gold probe was tested prior to inserting it into the patient. A second gold probe of the same type was used along with the same adaptor cord and generator to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The reported issue was not able to be confirmed, as the unit doesn't show any problem conducting current. The visual inspection during analysis reveals no anomalies. The device passed all electrical testing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.